Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and a fading sensation where the stimulation needed to be continually increased. The pt barely felt the stimulation even at 9.0 volts. It was determined that the patient's device had multiple overdischarges. Their neurostimulator was replaced. F/u visit showed that he was getting great pain relief and had no other components.